Manufacturer narrative:
An evaluation of the returned polyaxial screw found one side of the tulip has been completely broken/detached from the remainder of the implant. Additionally, both the set screw & polyaxial screw appear to have gouges and markings indicative of cross threading. It appears likely that the anti-torque may not have been completely seated and when forces were placed on the screw during the final tightening process.

Manufacturer narrative:
The returned implant is currently under investigation. A follow up report with results of the investigation will be submitted upon completion.

Event description:
After the final tightening, the surgeon found that the set screw popped off by imaging. The surgeon retrieved the set screw and tried to re-install it but could not. The images also confirmed that the polyaxial screw head/tulip was broken.